Event description:
It was reported that the customer had noticed the pump battery was going low and they received a low battery alert. Customer's blood glucose level was 0.5 mg/dl. Customer stated that the current battery leaked inside the pump. Customer has tried several batteries and the pump has not turned on. Customer cleaned it and the pump will still not turn on. Customer was advised to discontinue use of the insulin pump. Customer uses (B)(6) alkaline batteries. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No blank display was noted. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.